Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) post ventricular sense was observed on a remote transmission for the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.